Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 14 inappropriate shocks over three episodes. A review of the episodes in the latitude remote monitoring system showed the rhythm was likely supraventricular tachycardia (svt). There was a clear morphology change in all episodes. The patient was not symptomatic at the time and was instructed to place a magnet over the device and go to the hospital. It was noted this patient's device was implanted and followed remotely in the united sates and the model is not approved in (B)(6). Therefore, the available programmers are not able to interrogate and reprogram this device. Efforts were underway to obtain approval to have a programmer updated to the software necessary to interrogate this device. Technical services discussed performing an exercise test and evaluating all sense vectors to see if the morphology change could be recreated. The local field representative later reported that a programmer with the correct software was provided. At the recent device check, a review of stored episodes found an appropriate shock for vt/vf was delivered two days after the inappropriate therapy. It was also noted the patient had already undergone an ablation procedure. The patient was well and the device was operating as expected. No additional adverse patient effects were reported. The device remains implanted and in service.